Event description:
Revision surgery - due to the patient having dislocated and having instability.

Manufacturer narrative:
The reason for this revision surgery was the patient had a dislocation and had instability. The in-vivo length of patient service for the implant was 3 months. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported components used in the previous surgery met design and manufacturing requirements. There was a non-conforming material report (ncmr)# 36766 associated with the part 508-36-101, rsp 36mm glenoid head, neutral which documents a nonconformance that out of 15 quantity lot 1 item was rejected due to scratches on the polished surface and it was reworked with suitable operations and accepted. All items were met the fit, design and function requirements. The device and its applicable concomitant devices were within their respective expiration dates at the time of use during the previous surgery. The product complaint report history was reviewed and no trends or on-going issues were deemed as present or in need of review. This event is deemed to be non-product related. The root cause of this complaint was a revision surgery due to dislocation and instability. There are multiple factors that may contribute to the event that are outside the control of djo surgical are patient activities, loose joint from inadequate soft tissue, excessive range of motion, patient bone deterioration, improper implant selection or trauma. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities that may have contributed to the event and hence a definitive root cause cannot be determined. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.